Event description:
The device was being used during a surgical procedure. The cord split during use in the o.r. The cord "popped" apart with sparks and smoke at the cautery end of the cord. There was no indication of ensuing fire or injury to staff or pt.